Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 54 mg/dl and carbohydrates were consumed to address the bg level. The customer was not sure of the cause of the low bg; however, believes that it may be related to the pump settings. The contact was to discuss the settings with a healthcare provider.